Event description:
The customer reported the system froze up and beeped as if it was exposing, but was not. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray switch and the generator interface board. The system operates as intended.